Event description:
Customer reported that pump declared an altitude alarm. There was no adverse impact to the customer's blood glucose level. Technical support instructed customer to remove obstruction from speaker holes, clean the area, and reconnect cartridge. Insulin suspension was resolved, and the pump resumed normal operation. Technical support provided tips to prevent future altitude alarms, and customer acknowledged these instructions.